Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible perforation during lead placement. The right atrial (ra) lead and right ventricular (rv) leads were revised and remain in use. No further patient complications have been reported as a result of this event.